Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon troubleshooting, the fse found that the system was functioning correctly. Upon further discussion, the customer confirmed that the issue was caused by the "one touch" feature on the keyboard being enabled, which resulted in the system being stuck on the bios screen. The customer has resolved the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.